Event description:
It was reported that post-op x-ray shows rod had pulled out of top screw. No adverse consequences to the patient was reported. No revision surgery has been scheduled.

Manufacturer narrative:
Method: labelling review and risk assessment. Visual, dimensional, functional and materials analysis could not be performed as the device remains implanted. Manufacturing record review and complaint history review could not be performed as lot number was not provided. It was confirmed via x-ray that two rods migrated out of the top screw two weeks after the implantation. Both implants remain implanted. It was reported there were no complications during the original surgery. A torque wrench was used to final tighten, the starting arrows on the torque wrench were aligned, and anti-torque key was used. Patient¿s post op activity level is unknown, no patient's fall was reported, and patient did not fuse. The plausible root cause of the reported event is most likely user error. However, this cannot be confirmed conclusively without device evaluation. Surgical technique: the rod should be cut to the appropriate length with approximately 4mm of rod overhanging the screw. Based on the x-rays provided, the rods on the top screw do not overhang but are almost in alignment with both screws. Short rod placed in construct may cause the rod to pull out of tulip post-op. Additionally, short rod placement may have led to rod slipping out of the screws. Device remains implanted.

Event description:
It was reported that post-op x-ray shows rod had pulled out of top screw. No adverse consequences to the patient was reported. No revision surgery has been scheduled.